Manufacturer narrative:
(B)(4). Date sent: 1/21/2026. Corrected data: h6 medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025 additional information was requested and the following was obtained: what was the procedure? -oophorectomy how long after the start of the procedure did the device stop working? - about 30 to 40 minutes after onset what measures have been taken to solve the problem? - disconnect the oinça and connect again. Turn the generator off and on. Were the jaws locked or not closed? "I don't have that information what is the surgeon's previous experience with the device? - commonly used which device was used to complete the procedure? - monopolar energy what alternative methods were used to complete the procedure in a laparoscopic environment? - the conversion was necessary, and the doctor attributes the need to the lack of forceps. What was the experience with the device before it stopped working? Normal were there any error messages on the generator? It was not reported to me. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the device stopped working. The forceps "jammed." All necessary measures to resume its use were taken, but without success. Due to the lack of another sku to replace it, it was necessary to perform the procedure without the use of the advanced energy forceps. This led to the need to convert laparoscopically to an open technique and according to the doctor, this was due to the absence of the forceps. The surgery was completed.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the procedure? How long into the procedure did the device stop working? What measures were taken to resolve the issue? Were the jaws jammed closed or not closed? What is the surgeon¿s previous experience with the device? What device was used to complete the procedure? What alternative methods were taken to complete the procedure in the laparoscopic environment? What was the experience with the device before it stopped working? Were there any error messages on the generator? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.